Manufacturer narrative:
(B)(4) age/date of birth: unknown, not provided. Date of event: unknown, not provided. If explanted; give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a second surgery, from the patient's right eye, as the patient was unhappy with the multifocal lens. The date of explant was not provided. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received. Patient's diagnosis for the explant was blurry vision which made the patient unhappy. There was no incision enlargement, no sutures and no vitrectomy. The patient is doing fine post op. If explanted; give date: (B)(6) 2016. Corrected data: in the initial MDR, date MFR rec'd was entered as 01/14/2016. The correct date is 01/11/2016. All pertinent information available to abbott medical optics has been submitted.